Event description:
Customer reported that the attachment stopped working during surgery. The blade was held between the jaws but there was a clearance between the jaws and the rest of the attachment. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed that the mechanics swing fork was blocked. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.